Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the reported lot number is not a valid lot number. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: material brittleness, excessive force applied by user, inadequate size selected for the application, and/or inadequate window profile. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee arthroscopy the shaver tip broke off in the patient. The whole internal part of the shaver blade broke off, but was retrieved without using a c arm or fluro. The patient was not injured and the was a short delay as the part was retrieved.

Event description:
It was reported that during a knee arthroscopy the shaver tip broke off in the patient. The whole internal part of the shaver blade broke off, but was retrieved without using a c arm or fluro. The patient was not injured and the was a short delay as the part was retrieved.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.